Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) first reported that the waveform on the g9 monitor was flashing blue. When nk's cas began troubleshooting with the bme, it was discovered that the g9 was toggling between the ECG heart rate and the spo2 pulse rate (pr) at the top-left of the screen. Cas had the bme change out the ECG leads and cable and adjusted the lead placement on the patient, but there was then severe artifact and an "ECG cannot analyze" error message. Changing out the bsm-1733a did not resolve the issue. Cas advised that if the monitor is having a hard time reading the rhythm, it may toggle between parameters to provide a heart rate. They then disabled the spo2 parameter and cas discussed stress looping the ECG leads to clean up the artifact. They also changed the lead from avr to ii, which seemed to help some of the artifacts. They then set the hum filter to max. The monitor stopped toggling the parameters and displayed the ECG heart rate. No patient harm was reported. Investigation summary: multiple attempts have been made to request additional information. However, there was no response received from the customer. Therefore, the root cause of the reported issue could not be determined. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: g9 monitor: model #: cu-192ra serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) first reported that the waveform on the g9 monitor was flashing blue. When nk's cas began troubleshooting with the bme, it was discovered that the g9 was toggling between the ECG heart rate and the spo2 pulse rate (pr) at the top-left of the screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) first reported that the waveform on the g9 monitor was flashing blue. When nk's cas began troubleshooting with the bme, it was discovered that the g9 was toggling between the ECG heart rate and the spo2 pulse rate (pr) at the top-left of the screen. Cas had the bme change out the ECG leads and cable and adjusted the lead placement on the patient, but there was then severe artifact and an "ECG cannot analyze" error message. Changing out the bsm-1733a did not resolve the issue. Cas advised that if the monitor is having a hard time reading the rhythm, it may toggle between parameters to provide a heart rate. They then disabled the spo2 parameter and cas discussed stress looping the ECG leads to clean up the artifact. They also changed the lead from avr to ii, which seemed to help some of the artifacts. They then set the hum filter to max. The monitor stopped toggling the parameters and displayed the ECG heart rate. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: g9 monitor: model #: cu-192ra, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) first reported that the waveform on the g9 monitor was flashing blue. When nk's cas began troubleshooting with the bme, it was discovered that the g9 was toggling between the ECG heart rate and the spo2 pulse rate (pr) at the top-left of the screen. No patient harm was reported.